Event description:
The customer used the device to check their blood glucose prior to dinner and obtained a result of 160 mg/dl. Customer took 35 units of insulin and passed out before eating about 55 minutes later. Emts were called and they checked their glucose at 26 mg/dl. Customer was given an IV and taken to the hospital. Customer was fed dinner and released. The customer's controls were expired. The device as replaced and requested to be returned for evaluation.